Manufacturer narrative:
A complete lead was returned in one piece with the stylet inserted measuring 58.5cm. Analysis was normal, no anomalies were found.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-11326. It was reported that after receiving notifications of heart block on their apple watch, the patient presented in the clinic. Upon device interrogation, it was noted that the right ventricular lead failed to capture and exhibited a drop in sensing. It was also noted that the left ventricular lead failed to capture. Chest x-ray performed pre-operation revealed the right ventricular lead was dislodged. The right ventricular lead was explanted and replaced, the left ventricular lead was explanted and no new lead was implanted due to patient anatomy. A new system was implanted. The patient was stable before, during and post procedure.